Event description:
It was reported that the ilet user experienced a low glucose episode after pausing the pump to avoid insulin dosing. Blood glucose dropped to 44 mg/dl with approximately one hour under 80 mg/dl; the user treated with oral glucose and returned to range. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user, analysis of information provided by the user, and a review that identified a usage problem. Investigation of this case revealed no device problem found, with the medical device problem categorized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.